Event description:
It was reported that the tissue pad fell off and was retrieved from the patient during an unknown case. The sales rep also stated that the advanced tissue technology (att) tone never sounded to signify that transection had completed. The surgeon had used as much harmonic as was intended for the procedure and the case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with tissue pad detached. The device was connected to a test handpiece and generator and the device did activate, cut the test media, and tone as expected. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. It could not be determined why the device did not tone as expected during use.